Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that an alarm was heard. It was reported a low battery reset, reset, and safe state occurred. No symptoms were reported. No further complications were anticipated/reported.